Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the device was uncomfortable. He felt a "pop" a few months ago in his abdomen. The reservoir had migrated from original place to just under his skin. The reservoir was removed and replaced. There were no additional patient complications.